Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Upon reception of the cpr3h head, the reported impossibility to perform a device interrogation was confirmed, when moving the cpr3h programming head cable. Proper communication operations were recovered after replacing the cable of the programming head. The cpr3h head followed the normal workflow of repair (the defective cable was replaced) and was sent back to the field. The case is recorded for trend purpose.

Event description:
Reportedly, it was difficult to detect the cpr3h programming head, or to perform device interrogations with the cpr3h programming head. Additional tests showed that the usb dongle was functional, but not the cpr3h programming head.